Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no serial/lot number or sample was provided by the customer. The root cause cannot be determined at this time. Action taken: further action is not warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 03/10/2011, 03/11/2011 and 03/25/2011 by phone, fax and mail. The surgeon is unwilling to complete the questionnaire. (B)(4).

Event description:
A surgeon reported that a pt with an intraocular lens (iol) implant had a capsulotomy on one side. The lens may be exchanged. The surgeon is unwilling to complete the questionnaire.